Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from the (B)(6) and alleged that a one touch verio kit was missing one touch ultrasoft lancets. The patient did not alleged any harm or injury because of the alleged issue. The patient was sent replacement lancets. Based on the information provided, this complaint is being reported due to the following conclusion: the patient alleged that he had missing lancets from a one touch verio kit. There is no evidence, however, that the alleged issue contributed to a serious injury.

Manufacturer narrative:
The 510 (k) # is k093745.